Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the company representative informing that the patient had several recorded noise on right ventricular (rv) lead. Boston scientific technical services (ts) discussed that the noise will be recorded and could over-write episodes of concern. Another call was made by the company representative informing that based on noise; the fractured rv lead caused the lead impedance issues and the uncaptured maximum rv paced outputs. The device was at elective replacement indicator (eri); however, patient has refused any surgical intervention. The patient was given a life vest and was receiving multiple shocks. The patient is currently intubated and sedated. Boston scientific technical services (ts) discussed turning the device to tachy mode "monitor only" to let the device record rhythm. No adverse patient effects were reported. The product remains in service.